Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures. Based on the information received, the cause of the reported high temperature could not be conclusively determined.

Event description:
During a typical atrial flutter ablation procedure, a high temperature error displayed when ablation was delivered and the procedure had to be cancelled due to the issue not being able to be resolved. Despite multiple troubleshooting efforts, the high temperature error was unable to be cleared. There were no adverse consequences to the patient.